Event description:
Subsequent to the initial medwatch report, additional information received states: two prostar xl devices were used in the case. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other prostar xl device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. Returned device analysis noted a suture lumen detachment. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.